Event description:
It was reported that the issue with the dcdc code was that there were difficulties obtaining it (likely due to communication issues), not that there was an issue with the dcdc code that indicated a problem with the vns lead or generator. No further relevant information has been received to date.

Event description:
It was reported in clinic notes that there were some difficulties with the dcdc converter code of his vns. No further relevant information has been received to date. No further relevant information has been received to date. No known surgical intervention has occurred to date.